Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via telephone call that the insulin pump alarmed for a motor error and for another error. The blood glucose reading was 301 mg/dl. The drive support cap appeared normal and recessed. While troubleshooting for the motor error alarm the other error alarm recurred. She was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. She was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a35 and motor error alarms during rewind due to motor encoder signal out of phase and the motor failed the motor test. Unable to perform the a21 error test, prime test, excessive no delivery test and occlusion test due to motor error. The insulin pump had normal operating current and passed self-test and off no power test. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.